Manufacturer narrative:
Concomitant medical devices: 5076, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope and it was noted the left ventricular (lv) lead exhibited a possible high pacing threshold. The lv lead remains in use. No further patient complications have been reported as a result of this event.